Manufacturer narrative:
(B)(4). The device was returned for evaluation. This is an ancillary service event. An internal and external visual inspection was performed and no issues were noted. Rite (returned instrument test evaluation) electrical testing was conducted and the device passed. The device failed functional rite functional testing due to an inoperative heater pan assembly. A service history review showed no failures/problems that were the same as, or similar to, the reported issue. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported issue. The cause of the reported issue was due to inoperative heater pan assembly. The heater pan assembly was replaced to resolve the reported problem, and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the device failed the fluid temperature delivery verification test. No additional information is available.